Event description:
Doctor could not twist the cord into the harmonic laparoscopic shears. The cord was changed and the same results were found with this problem. A new hand piece was obtained and worked with the original cord.